Event description:
Customer responded to pt, already in fine fib. The unit was put in manual mode but it would not charge due a systems fault. A backup unit was already on site and that was hooked up to the pt and an asystole rhythm was detected. The pt was not shocked. The pt expired. The customer stated that they felt that the malfunction did not cause or contribute to pt outcome due to pt condition upon initial arrival. Service rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.